Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 8 months and 4 days following the implant of this transcatheter bioprosthetic valve, the patient¿s wife found the patient confused. The patient was lying in bed with dried blood on his face and pillow. The patient presented to the emergency room (ER). Tongue bite marks with active bleeding on the tongue were noted. The patient did not remember overnight events. Neurology was consulted and the patient was hospitalized. Computed tomography (CT) did not show any intracranial hemorrhage. Electrocardiogram (ECG) identified atrial fibrillation (afib) with rapid ventricular response (rvr). Magnetic resonance imaging (MRI) showed an acute ischemic stroke. Anticonvulsant medication was administered with stroke protocol. The patient remained seizure free. Echocardiogram, chest x-ray and bloodwork were normal. Four days after onset the stroke resolved and the patient was discharged. Per the physician, the stroke was unlikely related to the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was submitted as part of a retrospective review and remediation per d00916038. Product analysis: the product remains implanted; therefore, no product analysis can be performed. No images were provided for review. Conclusion: the reported event indicates that 8 months and 4 days following the implant procedure, acute ischemic stroke was observed via magnetic resonance imaging (MRI). Stroke is a known potential adverse effect per the device instructions for use (IFU). A variety of factors can influence the onset of stroke. In this case, per the physician, the stroke was unlikely related to the valve; however, with the information available, a conclusive root cause could not be determined. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. This event did not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.